Event description:
The customer obtained lower than expected vitros vanc results from multiple quality control samples run on the vitros 5,1 fs chemistry system. A value of < 5.0 mg/ml was obtained from the vitros tdm pv I fluid versus the expected value of 9.0 mg/ml. Values of 12.4 and 12.5 mg/ml were obtained from the vitros tdm pv ii fluid versus the expected value or 21.5 mg/ml. A value of 21.2 mg/ml was obtained from the vitros tdm pv iii fluid versus the expected value of 34.5 mg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros vanc while the quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros vanc results were obtained from multiple quality control samples run on the vitros 5,1 fs chemistry system. The customer cleaned the cuvette incubator, replaced their supply of cuvettes, and prepared alternate vials of quality control fluids all at the same time. Following these actions, acceptable vitros vanc performance was observed. There was no evidence to suggest the vitros vanc reagent malfunctioned. The investigation was unable to determine a definitive root cause. However, an instrument related event or an issue specific to the quality control fluids in use could not be ruled out as contributing factors. The root cause of this event is unknown.